Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pathologic humerus fracture.

Event description:
It was reported that during a pathologic humorous fracture repair, as the 4mm locking screw with t25 stardrive was seated (placed through the nail and through both sides of the bone) with the final tighten by the surgeon, the head snapped off. The screw head stayed attached on the end of the screw driver, the screw stem was left implanted in the patient as it was properly placed and the head discarded. The surgery was successfully completed with no surgical delay or harm to the patient. This complaint involves a total of 1 device.

Manufacturer narrative:
Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.